Event description:
While taking final temp at 3:50pm removing thermometer probe out of patient's mouth. Patient states that he felt something sharp on his tongue. Examined probe cover and found a piece of wire sticking out of both sides of probe corner. She examined patient's mouth. No bleeding occurred. Cover shown to dr. And incident reported to welch allyn.